Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged fatigue, hard time breathing, coughing, possible sinus infection, stomach runs, low fever,lost of appetite, headaches, nauseous, body aches. The device was returned and manufacturer could not confirm fatigue, hard time breathing, coughing, possible sinus infection, stomach runs, low fever, lost of appetite, headaches, nauseous, body aches. Evidence of water ingress to the blower was observed during device evaluation.